Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 3005168196-2017-00549, 3005168196-2017-00550, 3005168196-2017-00551.

Event description:
The patient was undergoing a coil embolization procedure in the aortic artery using ruby coils. During the procedure, the physician experienced increased friction while attempting to advance two ruby coils through their introducer sheaths. Consequently, the ruby coils would not advance out of their introducer sheaths and into the lantern delivery microcatheter (lantern). Therefore, the introducer sheaths containing the ruby coil were removed and the ruby coils were not used in the procedure. It was noted that the physician intentionally cut the lantern 3cm from the tip because it was too soft and didn¿t go through the lumen into the aneurysm. While attempting to advance a new ruby coil through the lantern, the physician encountered high friction and decided to retract the ruby coil; however, upon retraction, the ruby coil unintentionally detached from the pusher assembly with part of the ruby coil inside the lantern and the other in the patient¿s body. The physician used a snare device to remove parts of the ruby coil and pushed the proximal part of the ruby coil inside the aneurysm. The procedure was ended at this point and no additional coils were placed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the first ruby coil¿s pusher assembly. The pusher assembly was kinked in multiple locations. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The embolization coil was intact with the pusher assembly. Blood was observed inside the introducer sheaths of all three ruby coils. Conclusions: evaluation of the first two ruby coils revealed they could not be advanced out of their introducer sheaths. The first ruby coil¿s pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. The friction lock inner diameter (ID) is smaller than the rest of the introducer sheath, which allows the introducer sheath to properly seat on the ruby coil mid-joint. If the pusher assembly mid-joint is forcefully withdrawn beyond the introducer sheath friction lock, it is likely that resistance will be experienced by the physician upon attempting to advance the ruby coil. The second ruby coil¿s embolization coil had offset coil winds in multiple locations. This type of damage typically occurs due to forceful advancement of the ruby coil against resistance. The offset coil winds prevented the second ruby coil from advancing out of its introducer sheath during functional analysis. The root cause of the initial resistance experienced during the procedure could not be determined. The first and second ruby coil¿s pusher assemblies were kinked. This damage was likely incidental and may have occurred during packaging for return to penumbra. Evaluation of the third ruby coil revealed the embolization coil was intact with the pusher assembly. Therefore, the reported unintentional detachment could not be confirmed. The ruby coil could be advanced and retracted through its introducer sheath without issue. Evaluation of the lantern revealed it was kinked and cut. The observed kink may have occurred due to forceful manipulation of the lantern within patient anatomy, and may have contributed to any difficulty experienced when advancing devices through the lantern. The cut near the distal end of the lantern occurred due to the physician intentionally cutting the distal tip off, as was reported in the complaint. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for each lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2017-00549, 3005168196-2017-00550, 3005168196-2017-00551.

Event description:
The ruby coil (lot # f65798) returned was not detached from the pusher assembly. Furthermore, additional information received on 2017-05-11 confirmed that the suspect ruby coil was unraveled and stretched and not detached as originally reported. Therefore, the event description has been corrected accordingly: the patient was undergoing a coil embolization procedure in the aortic artery using ruby coils. During the procedure, the physician experienced increased friction while attempting to advance two ruby coils through their introducer sheaths. Consequently, the ruby coils would not advance out of their introducer sheaths and into the lantern delivery microcatheter (lantern). Therefore, the introducer sheaths containing the ruby coil were removed and the ruby coils were not used in the procedure. It was noted that the physician intentionally cut the lantern 3cm from the tip because it was too soft and didn¿t go through the lumen into the aneurysm. While attempting to advance a new ruby coil through the lantern, the physician encountered high friction and decided to remove the ruby coil. However, upon removal the physician noticed that the ruby coil was unraveled and stretched. The procedure was ended at this point and no additional coils were placed. There was no report of an adverse effect to the patient.